Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the data port on the controller had damaged pins and as a result was unable to be connected to the monitor, resulting in user annoyance. The controller was exchanged without any adverse events. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the controller had damaged pins and could not be attached to the monitor. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the returned device failed visual inspection due to a fractured serial port connector along with bent pins. This affected the ability to adequately establish a connection to a monitor. The most likely root cause of the reported event can be attributed to an applied external force on the serial port connector. Additionally, the power port 1 connector was found loose. This is an additional observation not related to the reported event. An internal inspection of the controller did not reveal foreign material. Based on an investigation conducted the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The manufacturer has opened an internal investigation under (B)(4) to evaluate controller serial port damage with damaged pins. The manufacturer has opened an investigation with the supplier under (B)(4) to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.